Manufacturer narrative:
(B)(4). Returned was a 7fr ptd catheter and rotator. The returned components appeared used. Visual inspection revealed two of the basket wires were detached from the distal connector. All four of the wires were secured to the proximal connector. Microscopic examination revealed the connector welds are complete without voids. The ends of both broken basket wires were jagged indicating a tear. Some of the broken wire remained inside the open well of the proximal connector assembly. The black pebax tip remained secure on the distal connector assembly. The orange lumen was present, but it had an impression of the basket wire adjacent to the proximal connector. A manual tug on the two intact wires revealed that they were secured to the distal connector assembly. All four wires were secured to the proximal connector assembly. A device history record review was performed on the ptd device and no relevant findings were identified. The IFU for this product provides warnings that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. The IFU also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and the cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered. The reported complaint of the ptd basket wires disconnecting from the connector during use was confirmed through visual examination of the returned sample. Two basket wires were disconnected from the distal basket connector and pieces of the wire remained in the cavities. The investigation found no evidence to indicate a manufacturing related issue. Based on the damage observed to the basket assembly and the time of occurrence, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the basket is broken and not all intact. Another device was used. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the basket is broken and not all intact. Another device was used. No patient injury reported.